Manufacturer narrative:
The reported events were unacceptable threshold and "helix was stretched slightly". As received, a complete lead was returned with the helix bent/stretched and clogged with blood tissue. The reported event of "helix was stretched slightly" was confirmed. Visual and x-ray examinations found the helix was stretched/bent consistent with procedural damage. The cause of "helix was stretched slightly" is consistent with procedural damage. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited increased measurement of capture threshold. An attempt was made to reposition the rv lead, upon removing the lead, it was noted that the helix was stretched slightly due to procedural attempts. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.